Manufacturer narrative:
One open 10ml packaged syringe was received and confirmed to be from batch #6244567 (p/n 309604). The sample was visually evaluated. The syringe was found to have a crack in the barrel running from the barrel collar to approximately the 7ml gradline. The barrel print was not affected, a cracked barrel is a rejectable condition per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified as of today. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ tip syringe had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. This supplemental MDR also corrects the event description: it was reported that bd luer-lok¿ tip syringe had a cracked barrel which caused medicine leakage. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd luer-lok¿ tip syringe had a cracked barrel which caused medicine leakage. There was no report of exposure, serious injury or medical intervention.